Event description:
It was reported that when setting up the haemodialysis catheter on the patient, the guide wire could not be removed. It broke inside the catheter. There were no clinical consequences.

Manufacturer narrative:
Complaint no. (B)(4)